Manufacturer narrative:
Field service engineer (fse) investigated reported error codes and found that the infimed tower would not boot up because the hard drive had failed. Fse replaced the hard drive, re-programmed the computer and calibrated the camera. Fse tested the system per service checklist qssrwi4.1 and returned the unit to the customer for service.

Event description:
Customer reported via phone that the fluoro failed during an unknown patient procedure. Patient study was completed on c-arm. No reported injury. No additional patient details were known.